Event description:
It was reported by the perfusionist that when plugging the tubing into the back of the console, the helium amount was at the minimum of 2.5cc. As a result, the tubing was exchanged and the helium was gauged at 40cc. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.